Event description:
It was reported that the patient developed muscle atrophy as a result of an artificial urinary sphincter (aus) gracilis flap placement. The cuff was downsized from 8 cm to 4.5 cm to restore urinary continence. There were no further complications in relation to this event.